Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the unknown defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. Review of the patient's download data revealed that the patient was treated by the lifevest. Due to an sd card fault, the patient't ECG data surrounding the treatment event is not available. There was no death or serious injury reported as a result of the treatment event. As the appropriateness of the treatment is not known, this event is being reported out of an abundance of caution.